Event description:
Family member of home patient (hp) reports a leak/overprime with the homechoice cassette. Noted during priming. Family member reported they observed a small puddle, 2 inches in diameter, on the cart used for automated peritoneal dialysis therapy. Family member also observed fluid dripping from the patient connector after priming. At the time in which this occurred, the hp was currently being treated for peritonitis. No patient injury or medical intervention reported following this report, per rn.